Manufacturer narrative:
No complaint against the lens - labeled.

Event description:
It was reported that the surgeon inserted a three piece collamer lens and accidently pulled the lens out of the eye. There was no patient injury.